Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient had acute kidney injury with low urine output and fluid overload with the need for continuous renal replacement therapy (crrt). It was reported that on (B)(6) 2022 the patient had uncontrolled mediastinal drainage bleeding. The bleeding resulted in the need of surgical intervention, blood products, and delay in chest closure. The bleeding resolved without sequelae on (B)(6) 2022.

Event description:
It was later communicated that the patient's bleeding occurred on (B)(6) 2022 and the renal dysfunction occurred on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction and bleeding could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. G, is currently available. Section 1 of this document lists bleeding and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.